Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient told the caller that their ins was not functional. The caller did not know on what basis that the patient thought their ins was not functional. The patient did not have their programmer, and it was suggested that the patient have their implant checked by a healthcare provider. No patient symptoms were reported. No further complications were reported.